Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specs. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical eval indicates there was no serious injury and the reported problem is not likely to result in serious injury. The most likely consequences is inconvenience. Pts should still be able to perform manual exchange to complete treatment even without the convenience of the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
It was reported by a pt/user of the fmc device when she removed cassette from the door there was fluid in the tubing set and the cycler door was set. Cycler was replaced. During a follow up phone call the pt's peritoneal dialysis rn said pt did not develop any sign of infection and he did not have to receive any medical intervention. Pt continued ccpd on replacement cycler with no problems.